Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic evaluation confirmed left knee tibial component loosening with possible incomplete fracture along the tip of the tibial stem, however, the fracture could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 10mm catalog #: 42512100310, lot #: 64764097, persona cemented cruciate retaining standard femoral component left size 4, catalog #: 42502605601, lot #: 64522276. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on (B)(6) 2025 under manufacturing report number 0001822565-2025-00301.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address periprosthetic tibial fracture after a fall approximately three (3) years post-operatively. Attempts have been made; however, no additional information is available.